Event description:
During an or procedure (declotting of an arterial venous shunt) a #3 embolectomy catheter was used; it was tested before use and was inflated several times. Upon removal of the catheter, it was noted that the balloon and a small portion of the catheter was broken off. A second #3 catheter was inserted and the broken off portion of the first #3 catheter was retrieved.